Event description:
It was reported that the device was cracked in two places. This issue was confirmed via a linogram. The patient experienced infiltration above the port as result of the product problem. The patient reported feeling a burning sensation. The port was subsequently explanted on (B)(6) 2019. It was also reported that this incident required the insertion of a PICC line in order to continue treatment. The patient's treatment was delayed by one day as a result of this. No patient injury or further complications were reported in relation to this event.